Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced parts on the system and found additional problems. He found the system did boot but did not fluoro. He found and repaired a pin pushed out of the connector. The wire was under strain and coming out of a high voltage cable assembly and was subject to pulling out again. He suggested replacing an assembly. The system will now fluoro but images are incorrect. He found a ccd camera has power but puts out incorrect video. (B) (4) elected to search for second source for ccd camera. The system is still down, but the ge service rep returned it for further repair to (B) (4) at their request.